Event description:
While testing, the demo unit, the dealer found that the output was intermittent. There was no harm to any pt. The problem was found to be a failed regulator on assmebly. This prevented the defibrillator from firing when the energy setting was greater than 100j. The event is not occurring more frequently or with greater severity than is usual for the device.